Event description:
Reportedly, the surgeon toggled the instrument and the needle torqued in half during the process. However, the needlw half was retrieved from the patient's body cavity. Prodecure: lgb. Patient status: no injuries reported.